Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 2.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. Device tracked without issues on a test guidewire. No issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered. The 99% severely stenosed target lesion was located in the tortuous and calcified distal end of left anterior descending artery and the 70%-80% severely stenosed target lesion was located in the left circumflex artery. After a guide wire crossed the lesion, pre-dilation was performed. Following pre-dilation, a 28 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent could not reach the lesion event after several attempts. The resistance to both delivery and withdrawal of the stent was noted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The 99% severely stenosed target lesion was located in the tortuous and calcified distal end of the left anterior descending artery and the 70%-80% severely stenosed target lesion was located in the left circumflex artery. After a guidewire crossed the lesion, pre-dilation was performed. Following pre-dilation, a 28 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, the stent could not reach the lesion even after several attempts. The resistance to both delivery and withdrawal of the stent was noted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.